Manufacturer narrative:
Device component code relates to problem code for the reported event of tip detached.although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the delivery system was advanced down through the scope. When the delivery system advanced out of the distal end of the working channel of the scope and into the gastric pouch of the patient, the physician noted that the white distal tip of the device had detached. The distal tip was retrieved from the patient using rat tooth forceps and the procedure was then completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
Investigation results: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received not deployed. The stent deployment hub was not deployed, it was in its original position. The catheter hub looked to have been advanced proximally and the catheter lock was in the locked position. The yellow safety clip was not returned. A kink was noted near the luer connection, and the outer sheath was pulled back, slightly exposing the stent at the distal end. The visual examination also noted that the nose cone was detached from the polyimide inner. The nose cone was not returned. The distal edge of the black outer sheath was observed to be slightly deformed. No damaged was noted to the inner shaft or the handle of the delivery system. A functional evaluation was performed, and the stent was able to be deployed without issue. There were no observed issues with the deployed stent. The observed damage to the returned device is consistent with excessive force being applied to the device. The hot axios directions for use (dfu) states that ¿some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can produce length-wise compression (shortening) of the catheter as it is advanced through the working channel and conversely, extension (lengthening) when the catheter is retracted. Friction impacts the performance of the axios electrocautery-enhanced delivery system¿. A severe manipulation, as well as interaction between the outer and the elevator, may have generated the tip detached reported. However, it is unknown what was the position of the elevator while introducing the hot axios delivery system into the scope. The noted damages indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the delivery system was advanced down through the scope. When the delivery system advanced out of the distal end of the working channel of the scope and into the gastric pouch of the patient, the physician noted that the white distal tip of the device had detached. The distal tip was retrieved from the patient using rat tooth forceps and the procedure was then completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.